Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that, for placement of a distal humeral plate, a 3.5mm cortex screw was inserted near a k-wire. When the surgeon was handling the reported tap, the tip partially broke. The surgeon suspects this was caused by the interference with the k-wire. A ten minute surgical delay was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation of the complained instrument has shown that the tip is broken off as complained; we presume it¿s broken due to excessive applied mechanical force during use. The tip is fragile due to the nature of the design so needs to be handled with care. Therefore, normal wear and tear may also have led to the breakage. The device history record for this lot confirms there were no deviations to specification at the time of manufacture in august 2010. No product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant device was received by manufacturer for review/investigation on january 5, 2015. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.